Event description:
A revision anterior cervical discectomy and fusion (acdf) was being performed in which the physician was using a 4.0 x 16mm self drilling screw and the physician used the previous screw holes; therefore he did not drill, tap or awl. The screw was not able to advance or lock. The screw was left in situ.

Manufacturer narrative:
Hardware failure analysis is not possible due to parts not being returned. An investigation has been initiated based upon the reported info. The device history record was reviewed and no nonconformities were noted. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.